Manufacturer narrative:
Evaluation summary: revision operative notes were provided and stated that the articular surface had disassociated from the tibial baseplate. It was further noted that scar tissue was removed and a partial synovectomy was performed prior to insertion of a 19mm articular surface. No details regarding original placement or condition of the explanted device were included in the report. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to the articular surface disassociating from the baseplate.